Event description:
It was reported to medtronic neurosurgery that when the hospital implanted the system, they connected the catheters and there was strong flow out of the ventricular catheter. According to the report, when they snapped the shunt, there was no flow out of the peritoneal catheter. Reportedly, the peritoneal catheter was cut various times to see if flow resumes; however, there was no flow. The report stated that patient was fine and discharged to home.

Manufacturer narrative:
The valve was patent and met the requirements for reflux, pressure-flow, and preimplantation testing. The device did not meet the requirements for siphon and leak testing due to a small tear in the side of the delta chamber. It is unknown how or when the damage occurred. There was proteinaceous debris observed in the interior and the exterior of the device. The peritoneal catheter was returned in 4 pieces of lengths 84.2, 22.5, 8.0, and 5.8 cm respectively. The individual pieces met the requirements for patency and leak testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).